Manufacturer narrative:
The investigation could not identify a product problem. The investigation determined the issue is consistent with incorrect pre-analytic sample handling leading to poor sample quality.

Event description:
The initial reporter received discrepant ise results for multiple patient samples tested on a cobas 8000 ise 1800 module. The following examples of discrepant results for two patients tested for sodium (na), potassium (k) and chloride (cl) were provided. Patient 1 had an initial na result of 134 mmol/l. The sample was repeated, resulting twice in a na value of 140 mmol/l. Patient 2 had an initial na result of 149 mmol/l. The sample was repeated twice, resulting in values of 143 mmol/l and 144 mmol/l. Patient 2 had an initial k value of 4.7 mmol/l. The sample was repeated, resulting twice in a k value of 4.4 mmol/l. Patient 2 had an initial cl value of 110 mmol/l. The sample was repeated twice, resulting in cl values of 104 mmol/l and 105 mmol/l. No questionable result was reported outside of the laboratory.